Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle lite meter is 5 years. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. There was no report of death, serious injury or mistreatment associated with this event.